Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 5.6 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to be primed during testing due to protruded/loose drive support disk. No error alarms were noted. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, and scratched lcd window.